Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized four times in six weeks due to bent cannula. First hospital visit was on (B)(6) 2016. Customer was not sure of blood glucose levels but had diabetic ketoacidosis. Customer was treated and released from the emergency room. Second visit was on (B)(6) 2016, with blood glucose of 400 mg/dl. Customer had diabetic ketoacidosis and was hospitalized for 2 days. Third visit was on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer was treated and released from the emergency room. Last visit was on (B)(6) 2016, with blood glucose of 304 mg/dl. Customer was hospitalized for 2 days. Customer was disconnected from insulin pump for less than 48 hours for all visits.